Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting increased capture threshold values. The physician suspected micro dislodgement. Fluoroscopy was performed but was inconclusive. The lead was successfully re-positioned on (B)(6) 2020, with satisfactory parameters. The patient was discharged in stable condition.